Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended use the arctic sun® neonatal arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the neonatal arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a non-invasive thermoregulatory system. ¿ do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. ¿ do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. ¿ do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ the neonatal arcticgel¿ pad is only for use with the arctic sun® temperature management system. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the neonatal arcticgel¿ pad often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. ¿ possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. ¿ do not place bean bags or other firm positioning devices under the neonatal arcticgel¿ pad. ¿ do not place any positioning devices under the pad manifolds or patient lines. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arcticgel¿ pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place the neonatal arcticgel¿ pad directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between neonatal arcticgel¿ pad and the patient¿s skin. ¿ the neonatal arcticgel¿ pad is non-sterile for single patient use only. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they started rewarming from 33.5c using arctic sun device, a few hours ago and the patient was still 33.6c. They are getting alert 113 (reduced water temperature control). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 31%, water temperature (wt) was 37.3c. Had nurse disconnect and reconnect the pad using proper technique rotating the connectors 180 degrees. Nurse confirmed they could not identify any kinks or twists in the tubing. The tubing was supporting so the weight of the fluid delivery line (fdl) was not pulling on the pads, flow rate (fr) remains 0.4-0.6lpm, they were not sure if they have additional pads. Explained they could try to contact the adult floor and see if they have a universal pad, they could connect to the fluid delivery line (fdl), but place to side, not on the patient. Explained the heater was unable to function properly when the flow rate was that low. Called back 2 hours later. They did have another neonatal pad and the flow was good now. They would send the first device to the desk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they started rewarming from 33.5c using arctic sun device, a few hours ago and the patient was still 33.6c. They are getting alert 113 (reduced water temperature control). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 31%, water temperature (wt) was 37.3c. Had nurse disconnect and reconnect the pad using proper technique rotating the connectors 180 degrees. Nurse confirmed they could not identify any kinks or twists in the tubing. The tubing was supporting so the weight of the fluid delivery line (fdl) was not pulling on the pads, flow rate (fr) remains 0.4-0.6lpm, they were not sure if they have additional pads. Explained they could try to contact the adult floor and see if they have a universal pad, they could connect to the fluid delivery line (fdl), but place to side, not on the patient. Explained the heater was unable to function properly when the flow rate was that low. Called back 2 hours later. They did have another neonatal pad and the flow was good now. They would send the first device to the desk.

Event description:
It was reported that they started rewarming from 33.5c using arctic sun device, a few hours ago and the patient was still 33.6c. They are getting alert 113 (reduced water temperature control). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 31%, water temperature (wt) was 37.3c. Had nurse disconnect and reconnect the pad using proper technique rotating the connectors 180 degrees. Nurse confirmed they could not identify any kinks or twists in the tubing. The tubing was supporting so the weight of the fluid delivery line (fdl) was not pulling on the pads, flow rate (fr) remains 0.4-0.6lpm, they were not sure if they have additional pads. Explained they could try to contact the adult floor and see if they have a universal pad, they could connect to the fluid delivery line (fdl), but place to side, not on the patient. Explained the heater was unable to function properly when the flow rate was that low. Called back 2 hours later. They did have another neonatal pad and the flow was good now. They would send the first device to the desk. Per sample evaluation results on 13may2024, it was reported that slight hydrogel separation noted during evaluation. Per sample evaluation results on 28may2024, it was reported that separation noted during evaluation.

Manufacturer narrative:
The reported issue was unconfirmed, as the reported issue could not be reproduced. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam; no visible chips or deformities at the ends of all connectors; tubing for all the pads noted no kinks present; slight hydrogel separation on the corner of the pad. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the serial number is unknown. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.